Manufacturer narrative:
(B)(4). Batch number ==> p58x2v. Investigation summary ==> the analysis found that one pse60a device was returned with no apparent damage and with three cartridges reloads present. The cartridges were received partially fired 1/16. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire and staples malformed. During the endoscopic esophagectomy, could not fire on the 1st firing with ecr60g. Changed another two ecr60bs, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.